Manufacturer narrative:
Intra-procedural and in-hospital tricuspid valve re-intervention will typically result from valve malposition or regurgitation (pvl or central, including leaflet restriction). These conditions are known potential risks associated with the use of the thv, delivery system, and/or accessories. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, characteristics of the pre-existing valve or ring, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Valve malposition has the potential to contribute to suboptimal coaptation of the thv valve leaflets and cause central insufficiency; it can lead to migration or embolization of the prosthesis. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. Tricuspid valve re-intervention in the follow-up period (in the absence of prosthetic cardiac valve thrombosis) will typically result from on-going or worsening regurgitation, valve degeneration related to the formation of calcification or pannus, or valve migration. These events are identified in the product instructions for use (IFU) as potential risks associated with the use of the thv. Regurgitation which develops progressively over time can be due to several issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Another potential condition that may lead to re-intervention is patient prosthesis mismatch and/or under-expanded valves due to thv restriction from the existing valve frame. Incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device not returned.

Event description:
As reported through data received through the tvt registry, 81 days post implant of a 29mm sapien xt valve in the tricuspid position via unknown approach, the patient had valve related reintervention. There is no additional information available.